Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that cs300 intra-aortic balloon pump (iabp) cover to fiber optics broken and warning battery maintenance required. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) found missing fiber optic dust cover. Fse replaced fiber optic dust cover panel. Performed functional check and safety test. Unit cleared for use.